Event description:
(B)(6) -the dealer reported that the 14427303 oceanshower commode frame snapped. There was no patient injury reported.

Manufacturer narrative:
MDR decision date: (B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the numbers are the following: (B)(4).